Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated the the date of explantation moved to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device some creases on anterior and posterior view were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperative. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Ll the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device. Reason for device explant and/or reoperation: rupture pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 360cc sailicone breast implants which bilaterally ruptured after implantation. MRI examination confirmed bilateral leak, concerning for inter capsular rupture. The issue of left rupture was, confirmed right reported to be unknown by the physician. The report also indicated that the patient, felt mass in upper left margin or breast, which was confirmed by primary care physician and then by md, board certified plastic surgeon. Pain in right breast. This confirms left intracapsular implant rupture with suspicion of same in right breast. The imaging procedure was done on (B)(6) 2019, and no malignant masses were identified. As a result both implants removed and replaced with mentor memorygel round implants on (B)(6) 2019. This report is for the right side.